Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tplo surgery on a canine, it was observed that the small battery drive did not work and would not turn on. As a result, there was a 45 minute delay in the surgical procedure. A spare device was available for use to complete the surgery successfully. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was found not to be working and had no power. Therefore, the reported condition was confirmed. It was also observed that the internal components were corroded and there was an unknown liquid inside of the device. The assignable root cause was determined to be wear and failure to follow cleaning, sterilization and/or maintenance procedures per the directions for use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.